Manufacturer narrative:
The serial number of the iabp unit has not yet been provided. However, we are seeking additional information and will submit a supplemental report, if received. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a defective doppler probe with a defective housing. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a defective doppler probe with a defective housing. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
After three (3) good faith efforts (gfe) attempts to obtain additional information on this event., no response has been received. We will submit a supplemental report if additional information is provided.